Event description:
As reported, during a laparoscopic tep procedure, the surgeon tried to fixate the mesh using an optifix straight fixation device. As reported, the first 4 to 5 fasteners did not fixate and then 2 fasteners fixated. The loose fasteners were removed from the patient. It was reported that the trigger was jammed. Another optifix straight was also used during the procedure which also had an issue and procedure was completed by using another product. There was no reported patient injury.

Manufacturer narrative:
As reported, the optifix straight fixation device failed to fixate the mesh. It is reported that the subject device is not being returned for evaluation. Based on the information provided and without having the sample to evaluate, no conclusions can be made. Review of manufacturing records confirms product was manufactured to specification, with no indication of a manufacturing related cause for the event reported. Note, the date of event ((B)(6) 2023) is considered to be a best estimate based on the date of awareness. This MDR is submitted to report the optifix straight (device #1). An additional MDR was submitted to report the optifix straight (device #2). Note: section a through f -the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.